Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was further investigated by a failure analysis engineer (fae). The thermal damage on the clamp arm tip is typically associated with the instrument continuing to have been used after the teflon pad got dislodged, or from energy activation for durations longer than 10 seconds.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Inspection found teflon pad damage on the clamp arm. The entire teflon pad was completely detached from the clamp arm and was not returned with the instrument. The missing piece measures approximately 0.105" x 0.388" in size. The instrument was tested and passed the energy recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. The instrument passed the energy delivery test. No blade damage was observed. Additionally, inspection found thermal damage on the instrument clamp arm and a piece approximately 0.022" x 0.044" in size was missing. This observation is unrelated to the teflon pad damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image shows the instrument tip with a missing teflon pad. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the harmonic ace instrument failed to work and inspection after the instrument removal identified a missing teflon pad. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The nurse did not realize there was no tissue pad, and the surgeon did. The instrument did not collide with any other instrument or tool during the procedure.